Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis revealed a no output condition that was due to lifted hybrid bond wires. Further information received indicates the device was functioning at the time of explant. Therefore, the conclusion has been updated to reflect this. The output bond wires were damaged during the explant procedure or shipping of the device for analysis. Therefore the final analysis results indicate the device had no anomalies.